Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter and stopper deformed on lot # 6291776. Investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g relion syringe in an open poly bag from lot # 6291776. Customer states that liquid was already in the syringe and the stopper is missing or melted. The returned syringe was examined and exhibited approximately 4 units of a clear liquid inside the barrel and a deformed stopper. A small portion of the clear liquid was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of insulin. Insulin would not have been acquired during the manufacturing process. CAPA (B)(4) has been opened to address the damaged stopper issue. Sample will be forwarded to manufacturing ((B)(4)) on 17nov2017 for further review. As per manufacturing, a review of the device history record was completed for batch# 6291776. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (insulin in barrel) as a manufacturing issue as this would not have been acquired during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (insulin in barrel) as a manufacturing issue as this would not have been acquired during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue. Upon evaluation by (B)(4), no additional findings were noted from those previously documented during initial investigation at (B)(4).

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter and stopper deformed on lot # 6291776. Investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g relion syringe in an open poly bag from lot # 6291776. Customer states that liquid was already in the syringe and the stopper is missing or melted. The returned syringe was examined and exhibited approximately 4 units of a clear liquid inside the barrel and a deformed stopper. A small portion of the clear liquid was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of insulin. Insulin would not have been acquired during the manufacturing process. CAPA (B)(4) has been opened to address the damaged stopper issue. Sample will be forwarded to manufacturing ((B)(4)) on 17nov2017 for further review. As per manufacturing, a review of the device history record was completed for batch# 6291776. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (insulin in barrel) as a manufacturing issue as this would not have been acquired during the manufacturing process complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (insulin in barrel) as a manufacturing issue as this would not have been acquired during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a bd walmart relion insulin syringe 0.5ml 29ga 12.7mm 10bag . There was no report of injury or medical intervention.